Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 456 mg/dl with symptoms of excess urination, extreme thirst, nausea, and symptoms of dehydration. The reporter stated that the patient remained on the pump following the incident. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were multiple loss of prime warnings that contributed to the blood glucose excursion. During the course of troubleshooting the issue with customer technical support, the cartridge was replaced and the pump was able to perform the prime steps with no alarms. This complaint is being reported due to the allegation that there was an issue with the cartridge maintaining prime that contributed to a hyperglycemic event.